Manufacturer narrative:
(B)(4). User facility medwatch report # mw5062858 was received attachment: user facility medwatch report (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure.

Event description:
User facility medwatch received which states while inflating the pta dilatation catheter, the balloon burst inside the patients vessel on calcified plaque. There was no injury to the patient. It was reported that the procedure was to treat a mildly calcified lesion in the right superficial femoral artery. A 10x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was flushed/rinsed via the guide wire access port prior to advancing toward the target lesion. Air aspiration was performed outside the anatomy prior to use. The armada was advanced toward the target lesion, the balloon was inflated once up to 8 atmospheres and the balloon ruptured. The device was removed and an unspecified balloon was used to continue the procedure. According to the site this procedure did not result in any adverse patient effect or clinically significant delay in the procedure. No additional information was provided.